Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that after contrast was infused, the infusion pump was connected to the powerloc. After using the infusion pump, a few drops leaked from the connection between the extension tube (terumo) and the powerloc when the port was flushed. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed as supplier related. The returned sample was found to exhibit the same features as a known issue. However, because a lot number was not provided, it could not be confirmed with certainty if the sample was manufactured prior to or after implementation. The returned product was a 20g x 0.75¿ miniloc safety infusion set. The y-site luer adaptor contained a longitudinal crack traversed from the orifice of the connector to the mold indicator. The crack in the y-site luer adaptor leaked when the sample was flushed. This event was likely related to a known supplier related issue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after contrast was infused, the infusion pump was connected to the powerloc. After using the infusion pump, a few drops leaked from the connection between the extension tube (terumo) and the powerloc when the port was flushed. There was no reported patient injury.